Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of black particles/matter expelling from the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of black particles/matter expelling from the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. No device has been returned. No further evaluation is possible at this time. A final report is being submitted. If new information becomes available that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed. Section h6 codes captured incorrectly in previous report, it has been corrected and updated in this report.